Manufacturer narrative:
Due character limitations, the complete e1 site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, before use, the cs100 intra-aortic balloon pump (iabp) had a screen display problem. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. At the request of the customer, the product was returned without repair.